Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the instrument was generating hemoglobin (hgb) blank shift errors. The fse removed, cleaned, and reinstalled the hgb chamber to resolve the hgb blank shift issue. (B)(4).

Event description:
The customer reported the hemoglobin (hgb) chamber of a unicel dxh 800 coulter cellular analysis system was cloudy. There were no erroneous results generated and patient treatment was not impacted in connection with this event.